Manufacturer narrative:
Load cell.

Event description:
It was reported by service report that the bed was functional, but the scale readings were inaccurate. No patient involvement or adverse consequences are reported.